Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampons stuck- vagina [foreign body in reproductive tract]. Tampons string broke [device breakage]. Case narrative: consumer reported via e-mail that the tampon strings broke. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampons stuck- vagina [foreign body in reproductive tract]. Tampons string broke [device breakage]. Case narrative: consumer reported via e-mail that the tampon strings broke. No serious injury reported.

Event description:
Tampons stuck- vagina [foreign body in reproductive tract]. Tampons string broke [device breakage]. Probable manufacturing cause [manufacturing issue]. Case narrative: consumer reported via e-mail that the tampon strings broke. No serious injury reported.

Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.